Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture due to "punctured when doing fat transfer."

Event description:
Healthcare professional reported unknown side rupture and "punctured when doing fat transfer." Device has been explanted and discarded.